Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. The previously applied (B)(4) is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was in a nursing facility for an unrelated event, and that¿s when she started having issues with the pump. The hcp was allowing time for the unrelated event to resolve before replacing the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain, degenerative disc disease, and spinal pain. It was unknown what drug(s) was in the pump. It was reported the patient saw an 8476 error message on their personal therapy manager (ptm). No patient symptoms were reported.

Manufacturer narrative:
Updated section to reflect initial reporter.

Event description:
Additional information was received from the manufacturer representative. It was reported the representive was informed of this event by the consumer.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the company representative reported that the pump was going to be replaced on that date. It was noted that the patient had fallen on (B)(6) 2016 and had heard an alarm but did not know the source. At the patient¿s refill appointment on (B)(6) 2016 when it was noted that a motor stall had occurred on (B)(6) 2016 and recovered on (B)(6) 2016. It was reported that a dye study had been done and was normal. The patient recovered without sequela. The returned logs indicated that the pump had been used to deliver dilaudid (20 mg/ml at 0.124 mg/day), bupivacaine (4 mg/ml at 0.0248 mg/ml), and baclofen (120 mcg/ml at 0.74 mcg/day) and showed that a tube set message had occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.